Event description:
Affiliate reported that the x-ray strip was cut in the operative field. The patty was removed. Hospital reported, clinical consequence mentioned: "risk of leaving a foreign body in the operating site." Surgery time prolonged.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.